Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets and commissure 2 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect and 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut near commissures 1 and 3, and the wireform was exposed on commissure 1. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of calcification and stenosis was confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve was explanted and replaced with a 21mm non-edwards valve due to severe recurrent aortic stenosis, degeneration, and severe calcification of the leaflets. The implant duration of the 23mm valve at time of explant was thirteen (13) years, ten (10) months, three (3) days. The patient also underwent mitral valve repair with a 24mm non-edwards annuloplasty ring and tricuspid valve repair with a 26mm non-edwards band during the procedure. The patient tolerated the procedure well. Post operative echocardiogram was performed and showed normally functioning aortic valve.